Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 3006705815-2019-02569, related manufacturer report number 1627487-2019-07826, related manufacturer report number 1627487-2019-07827, related manufacturer report number 1627487-2019-07828, related manufacturer report number 1627487-2019-07830, related manufacturer report number 1627487-2019-07832. It was reported that ineffective stimulation issue was observed on the implantable device system. Patient previously did have effective therapy. It is unknown if patient experienced any traumas or falls recently. Troubleshooting steps were taken previously. The full device system was explanted as a result to resolve the issue. There were no complications during the procedure. Patient was stable.